Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records could not be reviewed as the lot information of the parts is unknown. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4119: insufficient information available. H6: type of investigation code updated to 4114: device not returned. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00056; #3013450937-2023-00058.